Event description:
The initial reporter stated they received discrepant results for one patient tested with coaguchek xs plus meter serial number (B)(4), a second patient tested with coaguchek xs plus meter serial number (B)(4), and a third patient tested on an unknown coaguchek meter. Test strip lot number 54145311 was used for meter serial numbers (B)(4). The test strip lot and expiration date used on the unknown meter are unknown. A sample from the first patient was tested with an unknown coaguchek meter, resulting in a value of > 8.0 inr. Within 30 minutes of meter testing, a sample from the patient was tested in the laboratory using neoplastin reagent on a stago analyzer, resulting in a value of 5.3 inr. On (B)(6) 2021, a sample from the first patient was tested with an unknown coaguchek meter, resulting in a value of 7.5 inr. At an unknown time on the same day, a sample from the patient was tested in the laboratory using neoplastin reagent on a stago analyzer, resulting in a value of 4.9 inr. On (B)(6) 2021, a sample from the second patient was tested using coaguchek plus meter serial number (B)(4), resulting in a value of > 8.0 inr. Within 30 minutes of meter testing, a sample from the patient was tested in the laboratory using neoplastin reagent on a stago analyzer, resulting in a value of 5.7 inr. On (B)(6) 2021, a sample from the third patient was tested using coaguchek plus meter serial number (B)(4), resulting in a value of > 8.0 inr. At an unknown time on the same day, a sample from the patient was tested in the laboratory using neoplastin reagent on a stago analyzer, resulting in a value of 5.5 inr. The reporter mentioned that when samples were collected from the patient for meter testing, fingersticks may have occurred prior to the countdown timer appearing on the meters. The time between fingerstick and samples being applied to the test strips is not known. The physician believed the laboratory values of the patients to be correct and dosed the patients based on the laboratory results.

Manufacturer narrative:
The customer's test strips were requested for investigation and replacement product was sent to the customer. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Per product labeling: "anti-phospholipid antibodies (apa) like lupus antibodies (la) may falsely prolong coagulation times, i.e. They may cause false-high inr values and false-low quick values. Where apa are known to be present, a result should be obtained using an apa insensitive laboratory method".

Manufacturer narrative:
The reporter¿s strips from lot 54145311 were provided for investigation where they were tested using a retention meter and retention controls. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 2.8 inr. Qc 2: 3.0 inr. Qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Medwatch fields d9 and h3 have been updated.